Manufacturer narrative:
Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 14305165, model/catalog description: precision ipg kit. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a11561/a14253, model/catalog description: phase iii linear lead - 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 13762661/13832441, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection that was not device related and was prescribed antibiotics. The patient underwent an explant procedure as the device was in the way of the wash out.